Event description:
Pt had intrathecal pump and catheter placement for post laminectomy syndrome on (B)(6) 2014. Early 2015, pt was experiencing less pain relief and requested increase in dosage. At pump refill on (B)(6) 2015, 14.5 ml medication was removed from pump when it was expected to be 4.5 ml. Dye study done on (B)(6) 2015, showing catheter pt. After several attempts to adjust pump, it was determined the pump was stalled and not administering any medication. Pt was admitted (B)(6) 2015 for pump replacement and was discharged (B)(6) 2015 in stable condition.